Event description:
It was reported to philips that geometry movement was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency treatment. The procedure was completed as planned as the reported issue didn¿t impact the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movement had failed. The philips field service engineer (fse) visited onsite and upon functional testing, the fse determined that position calibration related to the arc rotation movement was lost. The fse confirmed intermittent issue with the amc triple servo drive unit. To resolve the reported issue, the fse replaced the amc triple servo drive and calibrated the arc positions and movement currents. After replacement and necessary calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.